Event description:
On (B) (6) 2009,the lay user/patient contacted lifescan (lfs) alleging that his one touch ultralink meter was prompting an "error 1" message. Per the onetouch ultralink owner's booklet this error message indicates a problem with the meter. The patient reported that the alleged issue began on the afternoon of (B) (6) 2009. Approximately 1 1/2 hours from when the issue began, the patient claimed he did not feel "good" and that his vision was not good. The patient denied taking any action regarding his diabetes management or receiving medical treatment as a result of the alleged error message. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did he have to receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged error message remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.